Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-00475. It was reported diagnostic testing revealed the patient experienced high impedance values on the left lead. Reprogramming was performed using only the right lead. However, the patient was dissatisfied with the coverage. As such, the patient underwent surgical intervention wherein a new lead was implanted on the left. The existing left lead was not explanted and was left in place. Reportedly, effective coverage was established after the surgery and the issue is resolved.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-00475.